Event description:
Report 1 of 20. It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that 1 molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: at least 1 false positive c trop a day (from 20-30 positive bc being processed a day). Customer reports no patient impact customer has significantly increased work with gram stains, adding extra work media customer states that they are following pi recommendations and not reporting c. Tropicalis result unless yeast is seen on the gram stain. Customer follows up the molecular false positives with repeat gram stain and fungal media.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed.

Event description:
Report 1 of 20. It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that 1 molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: at least 1 false positive c trop a day (from 20-30 positive bc being processed a day) customer reports no patient impact customer has significantly increased work with gram stains, adding extra work media customer states that they are following pi recommendations and not reporting c. Tropicalis result unless yeast is seen on the gram stain. Customer follows up the molecular false positives with repeat gram stain and fungal media.